Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the right ventricular (rv) lead due to oversensing of noise. The lead was suspect of a fracture. The lead was capped and a new lead was implanted. No further patient complications have been reported as a result of this event.